Event description:
The customer reported that a patient with a historical b rh(d) negative reacts positively with seraclone anti-a. The patient sample that had caused the false positive test result has been sent to us for investigational testing and the supposedly defective product has been returned, too. Our quality control laboratory retested the patient sample with the supposedly defective product and the retained sample of seraclone anti-a according to the instruction for use. The patient sample yielded negative results with seraclone anti-a. The patient sample was also tested after a prolonged incubation time at 4°c and yielded a weak positive reaction. The patient sample was also tested with a monoclonal reagent of a competitor and yielded a weak positive result. The patient sample was sent for molecular typing of the abo bloodgroup to an external laboratory. We are still waiting for the result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient with a historical b rh(d) negative reacts positively with seraclone anti-a. The patient sample that had caused the false positive test result has been sent to us for investigational testing and the supposedly defective product has been returned, too. Our quality control laboratory retested the patient sample with the supposedly defective product and the retained sample of seraclone anti-a according to the instruction for use. The patient sample yielded negative results with seraclone anti-a. The patient sample was also tested after a prolonged incubation time at 4 degrees celsius and yielded a weak positive reaction. The patient sample was also tested with a monoclonal reagent of a competitor and yielded a weak positive result. The patient sample was sent for molecular typing of the abo blood group to an external laboratory. The external laboratory reported the abo bloodgroup as being b(a). The existence of the b(a) phenomenon is a possible explanation of the results reported by the customer. An appropriate reference that b(a) phenomenon might react positively with seraclone anti-a will be added to the instruction for use. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.